Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombus and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient arrived with altered mental status of uncertain etiology. Patient was found to have left internal carotid artery (ica) thrombus and l subcortical strokes on CT scan. Previous CT scan showed continued evolution of non-hemorrhagic left basal ganglia infarct. After admission, he developed elevated flows and saw an increase in power on his hvad. Vad interrogation revealed concern for hvad thrombosis. The patient was not a candidate for pump exchange due to history of recurrent bleeding and thromboembolic disease with an inr goal of 1.6-2.2. The patient's inr on admission was 1.6. The patient requested that no further interventions be performed and was transitioned to comfort care where he expired later that day. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Additionally, the patient has a significant history of previous thrombus and lvad exchanges. This is a major contributing factor the reported event.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported high power' event was confirmed via review of the controller log files by revealing an increase in power consumption, surpassing normal power consumption range, for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.